Event description:
A pt that presented with a ruptured aortic arch pseudoaneurysm from a previous tevar procedure, was treated with a comformable gore tag thoracic endoprosthesis and two gore viabahn endoprostheses. The viabahn stent grafts were used in a chimney application in the brachiocephalic and common carotid arteries. It was reported to gore that on (B)(6) 2013, the pt presented with a type I endoleak. An embolization of the endoleaks and gutters was successfully performed.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remained implanted, consequently, a direct product analysis was not possible.